Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient is scheduled for device explant on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator for spinal pain. It was reported that the rep met with the patient for the first time during pre-operation. It was reported that the patient complained to the healthcare provider (hcp) that their ins was uncomfortable. The patient was electively admitted for and ins pocket revision. It was reported that there were no known factors that may have led or contributed to the issue. It was reported that the ins/therapy was working well and the patient¿s therapy was good. There was no complaint about the therapy. They stated that after the initial implant the ins settled in a position where certain ranges of motion would be painful as the ins was in close proximity to their rib cage and hip bone. It was admitted that the patient never reached out to any rep in the interim to complain as their neuropathic pain relief had been great. It was confirmed in pre-operation that the battery and leads were intact with no issues. The patient¿s hcp discussed a pocket revision and suggested that the patient have their battery moved more anterior on their right flank. It was reported that the issue was resolved at the time of the report. Surgical intervention occurred on (B)(6) 2018 to resolve the reported issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the explanted device was discarded. No further complications were reported or anticipated.